Event description:
Reportable based on analysis completed on 20-nov-2018. A 16x2.25 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 145, 5-in-6 guidezilla was selected for use. During the procedure, it was reported that the guidezilla failed in guiding the stent to cross the lesion after multiple attempts. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed a partial separation at the collar. Device eval by manufacturer: returned product consisted of a guidezilla guide extension catheter. The device had contrast and blood in the distal shaft. The tip, distal shaft, collar and hypotube was microscopically and visually inspected. Inspection revealed a partial separation in the distal shaft located at the collar, numerous kinks in the hypotube, and the entire distal shaft was damaged (flattened with numerous kinks), and tip damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.